Event description:
Per the patient the pump "worked partially for about a month or so. It went off and I ended up in the emergency room and the emergency room filled it once" in 2005 after they put the pump in. The patient reported 4 medications (clonidine, bupivacaine, baclofen, morphine) had been in pump time frame of what medications were in and when was unclear. Additional information has been requested, but had not been received as of the date of this report

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).